Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not working. The patient stated that it ¿seems bleeding inside.¿ no further complications were reported or anticipated. Indication for use is spinal pain.